Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708240, serial# ,implanted: (B)(6) 2014, product type: extension. Product ID: 3998, lot# va0kqwg, implanted: (B)(6) 2014, product type: lead. Product ID: 3998, lot# va0hq02, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a burning sensation and stimulation in the wrong location. The patient wasn¿t sure when the symptoms started, but it was after the implant. The patient had their stimulation turned off at the time of the report. They had a doctor¿s appointment scheduled on (B)(6) 2014. There were no accidents or incidents related to these issues. The patient synched with their device and they were on group a on program 1 at 1.90v with no lightning bolt. Program 2 was set to 1.90v and program 3 was also set to 1.90v. One of the programs was for the patient¿s right and one was for the patient¿s left. These settings were the lowest that the patient could set their device and still be able to feel the stimulation, but these settings still aggravated them. The patient met their manufacturer representative right after surgery and also two times after that. The patient had only been programmed once since the implant. The patient did not have adaptive stimulation enabled. The patient felt the burning sensation in their feet, the therapy was ¿killing their kidneys¿, and sent pain straight down their spine where the leads were and made the patient feel like they were being stabbed. If the patient turned down their stimulation it didn¿t work and if they turned it up it shocked the patient and didn¿t do anything. The burning sensation and kidney issues went away if the patient turned off their stimulation but the stabbing sensation at the leads and stimulator was still present. The stabbing pain was so bad in their lower back that it made the patient almost unable to walk. The burning sensation wouldn¿t go completely away with the stimulation off but it decreased. The patient was in misery and also had tingling since they started using the stimulation. The tingling didn¿t go away. The patient was experiencing pain that was 4-5 times worse than what they had before. The patient had been taking gabapentin and oxycodone, but they ran out of these medications. The patient noted that the pain was exacerbated by the device. When the patient had the stimulation at a level where it should work they felt like they were getting electrocuted. The patient was going to get their device removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.